Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was re[ported that the customer reported via phone call that they had experienced high blood glucose and insulin pump had under delivery. The customer blood glucose was 23 mmol/l. Customer reported that they had under delivery because the blood glucose remained high after taking boluses. It was reported that the insulin pump was just not giving it, piston wasn't moving. The insulin pump will not be returned for analysis.